Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the identified symptom upstream occlusion alarms which was not reproduced. The symptom was confirmed through review of the event history log. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. Low ultrasonic readings can make the pump more sensitive to upstream occlusion alarms. The upstream sensor was calibrated.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.